Event description:
Customer claims the product was in use with a pt. When the nurse performed a routine alarm check she found the alarm has power. However, there was no alarm tone when pressure was taken off the sensor pad or when the sensor was detached from the alarm. There was no pt incident or injury reported.

Event description:
Reporter alleged obtaining the results of 147 mg/dl and 47 mg/dl back to back within 10 minutes on the aviva system. Reporter was hypoglycemic at the time and self-treated with a glucose tab. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.